Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as open sores under the electrodes. The patient consulted her nurse who adjusted the device and provided a medication. Follow-up indicated that the sores were no longer open.